Event description:
Procedure type: lap colon. According to the rptr: during inflation, the balloon was broken. No extension of surgery time by more than 30 mins, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into pt cavity.

Manufacturer narrative:
(B)(4).